Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a broken reservoir tube lip, a missing reservoir tube o-ring and a cracked lcd window. The pump was received with a broken off reservoir tube lip. The reservoir was unable to lock in place due to the reservoir being completely broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged. Customer stated that the reservoir would no longer stay in place. Blood glucose level at the time of the incident was 221 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.